Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: this is report about a gasket damaged. According to customer report, a user complained that they were unable to measure 0.2 units. When we inspected the product, we found that the gasket part was warped. Currently, only one defective product has been collected and stored, and an investigation has been requested.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: this is report about a gasket damaged. According to customer report, a user complained that they were unable to measure 0.2 units. When we inspected the product, we found that the gasket part was warped. Currently, only one defective product has been collected and stored, and an investigation has been requested.